Event description:
It was reported during percutaneous transluminal angioplasty (pta), removal difficulty occurred. Access was obtained via femoral approach. The 100% stenosed, 4cm long 6mm diameter lesion was located in the moderately calcified and moderately tortuous right superficial femoral artery (sfa). A 014" non-bsc guidewire crossed the lesion and pre-dilatation with a 1.5-20 sterling es otw balloon catheter was performed. After pre-dilatation, the stenosis was 70-80%. The 4.00mm/1.5cm/140cm small peripheral cutting balloon was then used and inflated 3 times to 6atm/30 seconds each. A non-bsc stent was implanted. The cutting balloon became stuck with the guidewire and could not move so the cutting balloon and guidewire were removed together. After removal, the cutting balloon was visually checked and the shaft at the wire exit port looked elongated. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Visual examination of the returned device found that the distal shaft was stretched and kinked between 24.7cm and 34.7cm proximal to the tip. This type of damage is consistent with excessive force having been applied to the delivery system. The balloon did not have any signs of inflation. There was no damage to the balloon or blades. All blades were present and fully bonded to the balloon surface. The tip of the device was visually and microscopically examined and no issues were noted with its profile. It was possible to pass a 0.014 inch size guidewire through the wire lumen with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported during percutaneous transluminal angioplasty (pta), removal difficulty occurred. Access was obtained via femoral approach. The 100% stenosed, 4cm long 6mm diameter lesion was located in the moderately calcified and moderately tortuous right superficial femoral artery (sfa). A 014 non-bsc guidewire crossed the lesion and pre-dilatation with a 1.5-20 sterling es otw balloon catheter was performed. After pre-dilatation, the stenosis was 70-80%. The 4.00mm/1.5cm/140cm small peripheral cutting balloon was then used and inflated 3 times to 6atm/30seconds each. A non-bsc stent was implanted. The cutting balloon became stuck with the guidewire and could not move so the cutting balloon and guidewire were removed together. After removal, the cutting balloon was visually checked and the shaft at the wire exit port looked elongated. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).